Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated the customer experienced an over-delivery anomaly with the insulin pump and a low blood glucose of 40 mg/dl. The customer reported hypoglycemia treated with glucose tablets. Troubleshooting was performed and the customer called emergency medical services that were dispatched on (B)(6) 2023 at 9:00am due to hypoglycemia. When asked what led to the event, the customer stated that the sensor was not giving accurate readings. The user was also treated with orange juice. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump was on auto mode at the time of the incident. The customer stated that they were not feeling well. No further patient complications were reported. Troubleshooting was performed. The customer will continue to use the device. Update narative: information received by medtronic indicated the customer experienced hypoglycimia, and also reported that the sensor was not giving accurate readings. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the insulin pump and the device was not returned for analysis. Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported difference between sensor glucose and blood glucose values. The customer was treated with glucose and emergency medical services. The event involved product(s) mmt-332a, mmt-386a, mmt-7040a, mmt-1884l. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 40 mg/dl and sensor glucose value was 170 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-7040a. No product return is required for mmt-1884l.